Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was double sensing for left ventricular (lv) - right ventricular (rv) conduction. The lead is still in use. No patient complications have been reported as a result of this event.